Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis reservoir, pump, and cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in reservoir shell. The reservoir passed leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test. The pump failed activation tests 2 and 3. The first cylinder was visually inspected, and leak tested. This cylinder had wear at a fold in the proximal end, middle, and distal end of the cylinder. The outer tube and fabric thread tubing of this cylinder had a hole with fluid loss in the proximal end of the cylinder from kink resistant tubing (krt) wear. The second cylinder was visually inspected, leak tested, and pressure tested. This cylinder had wear at a fold in the proximal end and the middle of the cylinder. This cylinder had frayed fabric threads from an undetermined wear in the proximal end of the cylinder. This cylinder passed the leakage test and the pressure test. Based on the information available and analysis results, the reported mechanical issue was able to be confirmed and the cause was traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the cylinder connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the cylinder connecting tube. No patient complications were reported.